Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: broken shell, red particles and underweight. A microscopic analysis was performed which identified a sharp edge broken assessed as unidentified tear broken. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on the radius due to an unidentified (tear) opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "textured warranty".

Event description:
Healthcare professional reported left side "textured warranty" and "severe rupture." Device has been explanted.